Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2016, the device was implanted via l-p shunt in the right side of the patient's abdomen (a (B)(6) female with sah). The initial setting was 6, and it was changed to 2 on the next day. A week after implantation, images showed that the ventricles of the patient's brain became slightly larger. When checking the setting of the device, the surgeon found that it had not been changed to the intended setting 2 (stayed at the setting 6). Although the surgeon tried to adjust the setting using fluoroscopy as well as the tool kit, it could not be changed. Therefore, the surgeon plans to replace only the valve with medtronic strata on (B)(6) 2016, and the patient is currently being monitored. The surgeon suspects that valve malfunction or valve positioning more than 10mm under the skin (probably 30-40mm) may be a possible cause of the event. Additional information: the tool kit was used horizontally to the valve. Marking prior to locator positioning was done properly. Two types of locator tools were tried. Tissue was not protruded from the valve cut-out.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The setting of the cam when valve was received was at setting 5. The valve was hydrated for about 26 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The siphon guard was tested per IFU. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-8804, with lot cvbcn1, conformed to the specifications when released to stock on the 10th march 2016. No root cause could be determined, as no problem was found with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.